Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a follow-up, externalized conductors were observed via cinefluoroscopy. The lead was capped and replaced.